Event description:
At 2300 on 6/19/2006 there was an alarm of "incorrect weight detected." The nurse followed the steps in the manual to resolve the alarm which was unsuccessful. None of the likely problems were found, so she then completely changed out all the fluid bags and the problem resolved. At 5am on 6/20/2006 the machine alarmed again with the same alarm but it couldn't be resolved. The patient was reinfused due to failure to correct the alarm. The dialysis manager examined the machine after reinfusion and prior to it being turned off and noted that the machine alarm history indicated that the machine had alarmed repeatedly from 3am-5am for the same alarm. The recorded history was so often that it only went back to 3am due to amount of times it was listed and memory limitations. This was confirmed by our biomedical technician. The nurse indicated that the machine did not audibly alarm until the 5am alarm listed above. She indicated that she was in the room most of the night in continuous attendance with the patient and machine. In addition the machine removed more fluid from the patient than was set to remove. The expected performance and what we have always seen is the amount set to remove and the amount removed is within 10-30 cc of each other. On 6/21/2006 the nursing director for dialysis called gambro clinical 1-800 line and spoke with representative and reported the situation. Contact information was left with gambro and a clinical person from gambro was to call back. The dialysis nursing director called gambro back on 6/29/2006 and was able to speak with a clinical person at gambro and they sent someone on site to evaluate.